Manufacturer narrative:
Additional information/evaluation summary: the pump and catheters were returned for analysis. Analysis of the pump revealed no anomaly found. Analysis of catheter ((B)(4)) revealed that the sutureless connector had a slight tear in seal material near the guide ring. Analysis of catheter ((B)(4)) showed acceptable catheter testing.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
The initial analysis result of the catheter ((B)(4)) was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Event description:
It was reported that the patient had an infection at the lumbar catheter insertion site. The infection was diagnosed via examination/palpation on (B)(6) 2013; the patient had drainage at the pocket site, a fever, and a postural headache. A lumbar puncture was done the next day and revealed ¿(B)(6)¿. There was surgical observation of infection on (B)(6) 2013. The entire system was explanted. The severity of the event was noted to be ¿severe¿. The outcome was reported as ¿ongoing with no further action needed¿. The pump was delivering dilaudid, clonidine and bupivacaine.